Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). The reported event has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (tortuosity, calcification, and undersized vessels) and/or procedural factors (sharp insertion angle) may have contributed to the reported event. The 3mensio report revealed tortuosity and calcification in the patient's vessel. Additionally, the perceived root cause was noted to be "due to patient having fibrotic vessels and possibly not an ideal initial stick/puncture angle." Fibrotic thickening of the vessel walls can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, increased resistance was encountered during valve insertion while advancing through the partially expandable portion of the esheath; however, the valve was successfully delivered once this segment was traversed. Following successful valve placement and during access site closure, a common femoral artery dissection was identified, requiring surgical cutdown for repair. CT vessel sizing had indicated adequacy for a 14 fr esheath+ with minimal peripheral arterial disease. Follow-up noted suboptimal initial access angle. No damage to the esheath was observed, and the device was discarded at the hospital. Follow up from the fcs indicated that the delivery system was removed through the esheath and then esheath out and then patient needed cut down to repair cfa dissection once it was noticed after removing esheath. The perceived root cause was due to the patient having fibrotic vessels and possibly not an ideal initial stick/puncture angle. There was no damage to the sheath and the device was discarded at the hospital.